Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event: date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy, at the third application on the stomach with plee60a and gst60d, surgeon said he lifted the manual override cover but remembered about the reverse button, so he used the reverse button. It apparently worked but he removed the device from the case after that to use another one so he could finish the case. The device deployed staples and cut the tissue, but locked when the blade was at the distal tip. The understanding is that it went through the distal tip. The reload is still in the jaw of the device. There was no patient consequence and the patient is fine.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2021. D4: batch # u5dl2k. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator. It should be noted that as part of our quality process, all devices are manufactured, inspection, and released to approved specifications.